Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no audio alert occurred. Date of issue is an approximation. The sensor was inserted into the abdomen. On (B)(6) 2020, the patient stated that when her granddaughter went to wake her up for a medical appointment she was ¿out of it¿ and not cooperating. She started to fall to the floor and her granddaughter caught her. Emergency medical services (ems) was called and they checked her fingerstick blood glucose value which was 32 mg/dl. The continuous glucose monitor (cgm) value at the time is unknown, but she stated she did not receive a warning. She was treated with glucose and was then in good condition. Data was received but does not reflect the full investigation window. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.